Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. The full helix extension length was measured within specification. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-25287; 2017865-2023-25293 it was reported that the patient presented for a follow up in clinic. It was noted that the right atrial (ra) and right ventricular (rv) leads were dislodged. A procedure to revise the leads was conducted. During the procedure the pacemaker header set screw in the right ventricular port of the pacemaker was found to be stripped and the rv lead could not be detached. The system was explanted and replaced. The patient was stable.